Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on 1(B)(6) 2019. The patient experienced a skin reaction at the sensor insertion site on (B)(6) 2019. The patient's physician stated on (B)(6) 2019, the patient was evaluated, and the physician incised and cultured the abscess that had developed. The patient was prescribed two different oral antibiotics to treat the reported staph infection. At the time of contact, the insertion area has healed but remains red. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.